Event description:
The patient reported the symptom of an anaphylactic episode. The patient visiting a general physician to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2021 and the patient is currently asymptomatic. The treating doctor shared the potential root cause could have been an allergic reaction.

Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported an anaphylactic reaction and the invisalign product was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.